Event description:
It was reported that the patient was not able to adjust their stimulation. The message "call your doctor" icon displayed. A power on reset occurred. Further information is being requested from the hcp.

Manufacturer narrative:
(B) (4).